Event description:
According to the reporter during an open procedure, the stapler did not fire properly. The stapler was requested to be opened by the surgeon and after the inspection, the surgeon noticed that one of the blades was missing the inner part. The stapler fell into the patient's cavity. To resolve the issue, another stapler was opened and used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.